Manufacturer narrative:
According to the new information received no laser error occurred. The treatment was completed on the excimer laser with the planned outcome, there was no complaints from patient. During on site visit the service engineer performed recalibration of the laser. The customer reported event was not confirmed. The laser was operating without issue and the treatment outcome was as expected (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported a thin corneal flap and incomplete flap dissection during corneal flap generation for a lasik procedure. Reporter indicated the surgeon used a blade to complete the flap dissection. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria the root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.